Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported that during surgery a crack was noticed in the target device. The surgery was completed without delays.